Manufacturer narrative:
(B)(4). The service engineer (se) could not duplicate problem. Found that the bd cable not secure to the side panel which could cause the loss of communication. Replaced worn out bd to gui cable. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was received information stating that an 840 ventilator had a loss of communication while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.